Manufacturer narrative:
Complaints related to the reported test strips were evaluated. It was concluded that the number of complaints for the subject test strip lot breached the thresholds set for escalation to further investigation. Lifescan (lfs) therefore conducted performance testing with control solution on retained test strips. The retained test strips passed all testing with no faults found. If lfs obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lfs considers this matter closed.

Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining blood glucose readings of ¿271 mg/dl¿ with the subject meter and ¿80 mg/dl¿ on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.